Event description:
Left arm av declot procedure. Six fr used for access and a .035 glidewire inserted in the graft leading to the vein. The xpeedior catheter was introduced and operated for approx one min to remove thrombus from the arm to the shoulder. After one min of run time, the physician began to remove the xpeedior catheter but noticed that the catheter would not completely exits the sheath. He applied firm steady pressure and removed the catheter from the sheath, but the tip of the catheter was separated from the sheath. He angiographed the arm and found the tip of the catheter closed to the end of the 6fr sheath. The physician attempted to use an ensnare catheter to retrieve the catheter tip but was unable to remove it through the sheath. The physician completed the declot procedure, and then performed a cutdown on the left arm and retrieved the catheter tip surgically. The tip was retrieved, surgical site sutured, and the pt was sent to recovery. There was an existing stent in the vein from a previous procedure done about 9 months ago. The physician did not fell he snagged the catheter on the stent while he was operating the angiojet.

Manufacturer narrative:
Return product summary: the customer site stated that after one min of run time the physician began to remove the catheter but it would not exit the sheath, firm steady pressure was applied to remove the catheter but the tip of the catheter separated. The catheter tip had to be surgically removed. Inspected the returned catheter and noticed the windows were severely damaged, and the tip was separated from the rest of the catheter. Operated the catheter with a test pump and observed an underpressure alarm. An underpressure alarm is a result of the loop not being attached to the hypo tube. Past incidents have shown that some sheath manufacturers ID almost matches the xpeedior 120's od which in turn will cause the saddle to catch on the edge of the sheath, the damage to this catheter resembles damaged catheters in the past that have caught on the edge of a sheath. Av access declot in 95 yr old male. After one min run time, the physician began to remove the xpeedior catheter but noticed that the catheter could not completely exit the sheath. He applied firm and steady pressure and removed the catheter from the sheath but the tip of the catheter separated from the sheath. The physician tried unsuccessfully to snare the tip, completed the thrombectomy procedure, performed a cutdown on the left area, retrieved the tip surgically, sutured the surgical site and the pt was sent to recovery.